Event description:
It was reported that the ventilator did not turn on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested. It was reported that the ventilator did not turn on. No information was received about how the problem was solved and no logs were provided. Due to lack of information, the root cause of the reported problem could not be determined. H3 other text : 4111.